Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that overinfusion was observed with a disposable set. The reporter stated that the roller clamp was ineffective at stopping the fluid in the line. The fluid that came out of the line did not come in contact with anyone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.